Event description:
Information received by medtronic indicated that there was air ingress through the hemostatic valve of the sheath during aspiration of the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Product event summary: the device was visually inspected and functionally tested. No data files were returned for analysis. Visual inspection of flexcath sheath 4fc12 / (B)(4) showed the device was intact with no apparent issues. The reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well. The reported issue (air ingress during aspiration) has not been confirmed through testing. Flexcath advance 4fc12 / (B)(4) passed the returned product inspection as per specification. (B)(4).

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.